Manufacturer narrative:
(B)(4). Returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood and contrast in the inner lumen (shaft). The tip, balloon, markerbands, inner/outer shaft were microscopically and tactile inspected. Inspection revealed tip damage, numerous kinks in the hypotube, and a pinhole in the balloon material located 3mm distal of the proximal markerband. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 19-aug-2018. It was reported that crossing difficulties were encountered. The 83% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. After pre-dilatation was performed with a 2.0 x 15mm non-bsc balloon catheter, a 2.75 x 18mm non-bsc stent was implanted. Subsequently, a 2.75mm x 12mm nc emerge® balloon catheter was advanced for post-dilatation. However, the device failed to cross the lesion due to the calcification. The device was completed removed the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.